Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device has not been returned to omsc but was returned to olympus europa holding gmbh (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the forceps elevator, the instrument channel and the air/water channel of the device. After the microbiological testing, the evaluation of the subject device by oekg confirmed following defects. Humidity under the light guide lens. Cracked ccd lens. Non-olympus insertion tube. Scratched insertion tube. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and additional information. The serial number of the subject device was (B)(4), not (B)(4). The device had been reprocessed with a non-olympus automated endoscope reprocessor, medivator, using peracetic acid. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that three patients were infected with multidrug-resistant klebsiella pneumonia after endoscopic retrograde cholangiopancreatography (ercp) using the subject device. The subject device has been repaired by a third party repair entity. The subject device tested negative for klebsiella pneumonia in microbiological testing by the user facility. Omsc is submitting three medical device reports according to the number of the infected patients. This is two of three reports.